Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, the patient went into cardiopulmonary arrest when this lead was being placed. The patient's blood pressure dropped and they were intubated as well as emergency measures were performed. The lead was discarded. The physician had no allegations against the functionality of the lead. No additional adverse patient effects were reported.